Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume multirate infusors leaked through the flow control set. The leaks were observed during infusion with unspecified "cytotoxic" solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed on the photographs using the naked eye which revealed a leak at the multirate control module. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.